Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was part of system revision due to infection with sepsis. There were no additional adverse patient effects reported. The crt-p device was explanted.